Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown specifically when the instrument threads became damaged/worn; however the inability for the instrument to function was discovered on (B)(6) 2016. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure on (B)(6) 2016, the distal threads of the conical extraction screw for ti femoral and tibial nails were found to be damaged/worn and were not able to connect. The procedure was successfully competed with no report of surgical delay. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the investigations have shown that the thread of the extraction screw is stripped as complained. Also we found that there are heavy marks of a tool at the shaft visible. The hexagon is in a used condition, which indicates intense use. Based on the provided information we are not able to determine the exact cause of this occurrence. It is likely that either the thread has not been positioned / screwed down accordingly or the thread of the nail had been damaged previously. The relevant dimension cannot be verified anymore due to the kind of damage. The review of the manufacturing documents revealed that the present instrument was manufactured according to the specifications then in force. Based on this a manufacturing related fault can be excluded. This device was manufactured in january 2007. There was a design changed in july 2008; the thread is now manufactured with one instead of three groves to improve the durability. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.